Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced leakage during use. The following information was provided by the initial reporter: material no: 324911 batch no:9252448. Verbatim: caller reported, when consumer draws up, he is getting air bubbles. Stated, plunger pops out when drawing up did not disclose what product if being used for did not want to disclose phone number lot: 9252448 catalog: 324911 date of event: unknown expiration date: 2024-09-30.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 17 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced leakage during use. The following information was provided by the initial reporter: material no: 324911 batch no:9252448. Verbatim: caller reported, when consumer draws up, he is getting air bubbles. Stated, plunger pops out when drawing up did not disclose what product if being used for did not want to disclose phone number. Lot: 9252448, catalog: 324911, date of event: unknown, expiration date: 2024-09-30.